Manufacturer narrative:
Product ID: 748240, serial# (B)(4), product type: extension. Product ID: 3387-40, lot# j0222877v, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), product type: extension. Product ID: 3387-40, lot# j0337444v, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced ¿due to infection.¿ it was additionally noted the patient¿s pocket incision developed ¿keloid-type scars.¿